Manufacturer narrative:
Per good faith effort (gfe) response received 05nov2024, it was confirmed by the authorized service provider (asp) that after swapping between different devices issue was confirmed. No repair has been carried out. Whether to replace with a new battery later is decided by the hospital itself. No further information was able to be obtained. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices battery malfunctioned, it could not be charged. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.